Event description:
In 2008, the pt reported that her blood glucose has been elevated for the past 3-4 weeks. She stated that her blood glucose has ranged from 248-507 mg/dl. She stated that she did not believe her infusion device was delivering insulin properly. Symptoms of elevated blood glucose are sleepiness, irritability, and frequent urination. Troubleshooting did not reveal any product issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.